Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge/recognize a battery) has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery board pca and a shorted d2 diode on the bedside pca. The damage to the diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not able to recognize a battery.